Manufacturer narrative:
(B)(4). Malformed clip, indicator wheel failure. The analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and a double fed incident occurred causing pear shaped clips. The remaining ten clips were conforming and then, it locked out as intended but the orange indicator did not show up. Possible causes for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. A new one was used to complete the procedure. There was no patient impact.